Event description:
It was reported that revision surgery was performed following hip dislocation. The surgeon originally attempted a closed reduction of the dislocation, but was unsuccessful. The devices were originally implanted in 2009.